Event description:
It was reported the device turns off in hbo mode. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device turns itself off due to the main printed circuit board (pcb) was out of electrical specification and the upper case was damaged. It was also noted that the high rate cover and lower case were broken, the pcb screws were contaminated, the battery contacts were compressed and the battery flex was corroded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device turns itself off due to the main printed circuit board (pcb) was out of electrical specification and the upper case was damaged. It was also noted that the high rate cover and lower case were broken, the pcb screws were contaminated, the battery contacts were compressed and the battery flex was corroded. A detailed analysis of the main printed circuit board was performed. This analysis found that an integrated circuit component failure resulted in atypical power-on operation, sporadic rate shifts and inadvertent unit shutdowns.